Event description:
It was reported that the neptune docking station was not functioning properly, which prevented waste collection devices from being emptied. As a result, the start of surgical procedures were delayed by approx 2-3 hrs due to the collection devices not being able for use. No pt or user injuries were reported. No further info was provided and numerous attempts to obtain add'l info from the user facility were unsuccessful.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A f/u report will be submitted if the investigation results require.